Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4) at this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit the displays transducer fault alarms. The customer reported the issue occurred during pre-testing. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm and duplicate the reported event. The fsr determined the most likely cause of the event is the transducers needing calibrations. After performing, transducer calibrations, the issue was resolved. The fsr performed the operational verification procedure and reported the unit meets service specifications.